Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a medial collateral ligament procedure, the suture of the twinfix broke off after the anchor was implanted. It is unknown if a delay occurred in the procedure and how the procedure was finished. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture found that a material certification is required with each lot. A review of the customer provided image found the distal end of the device next to a partial white suture. One end of the suture is frayed. A visual inspection of the returned device found that it was not in its original packaging. The device has been deployed, and the anchor was not returned. The partial white suture was returned and it is fractured and frayed on one end. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports the suture breakage during the implantation of the twinfix anchor, and it is unknown how the procedure was completed. The twinfix anchor and suture are implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.